Event description:
The following information was provided: It was reported through the filing of a lawsuit that allegedly on or about (b)(6) 2007, the patient was implanted with an LFIT CoCr V40 Femoral Head on his left hip. It is further alleged that the patient experienced pain in his hip, groin and buttock area and noticed a decreased range of motion in the hip. Blood test revealed elevated serum levels of chromium and cobalt as well as elevated ESR and CRP levels. Allegedly he suffered metallosis type symptoms including tinnitus and brain fog. The patient was revised on (b)(6) 2022.Update based on medical review: "(b)(6) 2022: Operative note "[...]" Preop diagnosis failed left total hip. Adverse metal reaction and trunnionosis. Postop same plus neutral anteversion of left acetabular component. Findings were of failure of the trunnion, extensive metallosis, adverse metal reaction, neutral version of the shell, minimal ingrowth of the shell. "[...]" An extended trochanteric osteotomy was required to explant the stem. The femoral head appeared disassociated from the stem."